Event description:
Right knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009, from a (B)(6) female pt, initials (B)(6), whose relevant medical history included: osteoarthritis and previous synvisc injections in the right knee approx 4 to 5 years ago. The pt received her most recent course of synvisc injections into the right knee on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009. The pt started experiencing worse right knee pain 12 hours after the third injection on (B)(6) 2009. Her physician prescribed her a medrol dose pack to treat her right knee pain. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.